Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock following patient use of an electric drill. Subsequently, the patient was seen in-clinic, and a device interrogation was performed. No further information has been provided to date. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.